Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers/pockets showed device not detected on bus and unable to recover. There was no indication that this event occurred while dispensing medication to a patient and there was no delays, adverse events, or injuries reported based on this incident. However, upon the field service engineer's inspection, it was observed that the pyxis bus controller board had a thermal impact. Therefore, this case was deemed reportable as a thermal event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers/pockets showed device not detected on bus and were unable to recover. A field service engineer (fse) found that the slide rails on full height drawer 5 had failed and replaced it with new ones. The bearing cage had wedged between the pyxis bus controller board and the controller board during an attempt to close the drawer, causing missing circuits and a thermal impact on the pyxis bus controller board. The fse replaced the slide rails and the pyxis bus controller board, restored the service and tested the drawer successfully in the hardware test application. The system functioned as intended after the field service engineer repaired the device.